Event description:
It was reported that a spectrum pump had a bad keypad. During baxter's eval it was discovered that the keypad was experiencing incorrect output. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval confirmed the (.), #2, #4, #5, #6, #7, #8 and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #0 key will occur following the selected key's function (e.g. When the #1 key is pressed 10 will be displayed. When in alphabetic mode and the abc key is selected, abc will be displayed followed by basic will be displayed interfering with the (B)(4) drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.